Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented to clinic after a remote transmission showed non- sustained lead noise due to myopotential oversensing. The device was reprogrammed successfully.